Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped or dropped. Customer stated he is unable to exit the preparing to prime loop. The drive support cap is recessed. Blood glucose value was 113 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with a compromised force sensor error alarm during basic occlusion test due to protruded or loose drive support disk. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.